Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("expulsion of right sided coil") in a 47 year-old female patient who had essure inserted (lot no. C59242). There was no information on the patient's medical history or concurrent conditions. Concomitant products included claritin [loratadine] for seasonal allergy since (B)(6)2012 and multivitamin & mineral (betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide) for job change since (B)(6)2010. In (B)(6)2017, the patient had essure inserted. On (B)(6)2023 she experienced device expulsion (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to device expulsion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("expulsion of right sided coil") in a 47 year-old female patient who had essure inserted (lot no. C59242). There was no information on the patient's medical history or concurrent conditions. Concomitant products included claritin [loratadine] for seasonal allergy since (B)(6) 2012 and multivitamin & mineral (betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide) for job change since (B)(6) 2010. In (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023 she experienced device expulsion (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to device expulsion. Batch noc59242production date (B)(6) 2014 expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.